Manufacturer narrative:
The astral device was returned to a third party service center and an initial evaluation confirmed the reported complaint. The methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the incident.